Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received that the pocket site has since healed, and the issue is resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following an ipg replacement on (B)(6) 2020, the patient had a fall, and the surgeon performed a pocket exploration on the patient on (B)(6) 2020 due to bleeding caused by blood thinners administered. As a result, surgery occurred to explant the ipg.